Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient initially noticed popping in their head in the area of the temple/top of the head. A couple of weeks later the patient noticed the popping again, and a couple of weeks after that the consumer heard the pop and the patient grabbed their temple so the consumer gave them a muscle relaxer and tylenol to help with the pain. Two months prior to (B)(6) 2017 the patient rolled over in bed experienced the pop, grabbed their shoulder in pain, and experienced a spasm. The consumer also noticed the patient had a shoulder spasm following a sneeze more recently where they grabbed their shoulder because of the spasms and had just recently finished a round of prednisone. It was also reported not only did the spasms and shocking occur during sneezing but also during coughing, burping, or if they moved a certain way which they also reported it feeling like picking up a nine volt battery which went all the way down their arm causing a lot of pain so they couldn't even talk, and the consumer wasn't sure if they were having seizures. It was further reported the right shoulder spasms affecting the patient¿s mouth, jaw, talking, right hand and arm, and it went down to their right foot. It was also stated if the consumer cupped their hands over the implant and the patient turned their head to the left and the right they could hear an audible cracking sound. It was noted from there the symptoms only got worse and now the pain went down the whole right side of their arm to the tips of their fingers, behind the battery, and the chest wall with the pain not getting better with pressure being applied. It was noted the patient had a shoulder injury, but a myelogram determined it wasn't a shoulder or neck/back issue (no injury/issue). Impedance testing was also performed and the ins was checked with no impedances or voltage changes, but the healthcare provider (hcp) told the consumer that didn't mean one couldn't happen if the patient moved their head a certain way, but the consumer believed there was something more system related and not physically related, and were very concerned about potential damaged to the brain if there was too much pulse going to the brain. It was confirmed when the patient wasn't sneezing, coughing, etc. The settings were good. However, on the morning of (B)(6) 2017 the patient had an episode of yelling out because the pain was so bad. According to the consumer they thought the implantable neurostimulator (ins) may be shocking the patient. Troubleshooting was performed prior to the call including turning off both implants during these episodes, but it didn't change the issue with the spasms lasting anywhere from three to 10 minutes. However, when the ins was turned off the symptoms of shaking to the point of not even being able to eat a sandwich returned. A follow-up appointment was scheduled with the healthcare provider (hcp) in two weeks to discuss possible options. Relevant medical history includes parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the patient was still having intermittent severe instances of pain under the right battery, so they wanted to know if it was possible for the implantable neurostimulator (ins) to ¿have sudden releases of stimulation despite being on.¿ the consumer also believed the ¿stimulator capacitors were storing energy and releasing it unexpectedly" which they felt had resulted in nerve damage to the patient. According to the consumer the patient looked like ¿a heart attack patient¿ because they would start screaming, hit the ground, and complain of pain at the battery site. The patient¿s eyes would also bug out when this happened and they became very distressed. The hcp told them to turn off the stimulators, but the issue still occurred. The consumer also believed ¿scar tissue had wrapped around the patient¿s brachial nerve.¿ as a result the patient had two nerve conduction studies conducted, which during one of them they had a shocking episode, and also had a myelogram of their neck where nothing abnormal was found in the results, but they did note ¿narrowing of the neck¿ and carpal tunnel in the hands. Following this the consumer wanted to know if this issue (suggesting shocking) could be caused if the battery was leaking ¿voltage.¿ there were no falls or traumas reported related to this issue. The consumer was currently seeking another healthcare provider¿s opinion regarding the issues, but no further complications were reported.